Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: hysterectomy. The scissor of the fusion device does not cut correctly, please check it out. Consequences: time extension for cutting the tissues. Original: le ciseau de lapince thermofusion ne coupe pas correctement, merci de le vérifier. Conséquences cliniques: allongement du temps de coupe des tissues. Additional information received from the sales rep on (B)(6) 2017 at 13:43 the device was used during the entire procedure, there was therefore no replacement of the device. Doctor found that when she sealed thick tissues such as the round ligament the scissor did not make a clean cut and she had to replace the jaws of the device and actuate again several times before obtaining a satisfactory section. During manual activation, doctor found some resistance as if the knife was not sharp or powerful enough. The resistance was found after a few millimeters of cutting (about 2-3) after pressing the knife trigger. The jaws were not dirty at the event, cleaning was not necessary. (B)(4) of the tissue could be cut during the first activation of the knife after the sealing (doctor can not measure the thickness of the tissue concerned). The solution was to replace the jaws of the device on the sealed tissue and to activate the knife several times where only one sealing had been made. Patient status: no consequence on the patient, cutting of the tissue took longer.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual and functional testing were performed on the event unit. However, the complainant's experience of "device does not cut correctly" could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.